Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was in the nozzle¿ was confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. The reprocessing steps at the material residue point did not deviate from the instruction manual. It was not confirmed if there was physical damage at the material residue point. However, it was confirmed that the device was not used on a patient with foreign material attached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ¿ the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the customer regarding the event and the customer's reprocessing practices. At this time no information has been provided. During evaluation, the reported issue was confirmed. The foreign material in the air/water nozzle obstructed the flow of air and water. Visual examination found the following additional issues: the distal end plastic cover was dented; the bending section cover adhesive was cracked; the insertion tube had buckling below the boot; the control body showed chemical damage; and the labeling was peeling off the scope connector area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to evis exera ii gastrointestinal videoscope had air or water flow that was weak due to a clog at the channel. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable event identified during evaluation. No adverse effects to patient reported.